Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the locking tab from the device's lid was missing; the lid could therefore not be closed anymore. The device could not be powered on. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device could not be powered on. It was also reported that the device's lid could not be closed. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the device lid latch was missing. The device cannot power on without the lid latch installed. The cause of the reported issue was due to the lid latch missing. The device was out of warranty, and the customer agreed to physio disposing of the device.